Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The device was not received for evaluation; no photos were provided. According to the event description, the most likely cause of the reported failure is wear and damage caused by repeated use and/or reprocessing. The complaint's allegation was not confirmed.

Event description:
On 5/19/2023, it was reported by a distributor via sems that an ar-1999sd ratcheting handle slapdriver broke during a procedure. Nothing broke inside the patient. The handle became fixed, and the shaft broke. This was discovered during a procedure; the date is unknown.